Event description:
It was reported that during setup of a newly received ilet, the user encountered multiple ¿unable to proceed¿ messages; a restart and dry run succeeded, but a subsequent supply change led to another error, consistent with a device failure to infuse and an associated motor component issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and implicated the motor component in a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.